Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted in the patient (date/s of the procedure are unknown). According to the complainant, the patient presented with pain and vaginal complication. The patient underwent corrective surgery to excise eroded mesh (date/s and specifics of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.